Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump was implanted on (B)(6) 2023. The logs were read and a motor stall was visible that occurred in (B)(6) 2023. The date 2023-mar-01 is considered an approximate date of event (specific month and year known only). The motor stall and motor stall recovery were first observed on 2024-apr-04. The cause of the motor stall was unknown. There was no external/environmental/ factors that could have led to the issue that the patient could think of. No actions were taken. The motor stall had recovered three hours later. The issue was resolved. Relevant medical history was indicated as none. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving unknown baclofen (unk at unk) via an implantable pump for unknown indications for use. It was reported that a patient who had a pump implanted in 2023 had a refill. When interrogating the pump they saw a motor stall and motor stall recovery in march. The motor stall lasted 3 hours, but the patient did not experience any therapy withdrawal symptoms (no issues). The patient received baclofen. At the moment the cause of the motor stall cannot be explained. The patient did not have an MRI scan. The patient indicated that they did not have any magnets over or close to the pump that day or was exposed to any strong emi. The patient indicated that they did not hear the alarm during the motor stall. Based on the codes in the logs they could not say what the cause of the motor stall was.